Manufacturer narrative:
The returned device was evaluated and no defects or deficiencies were found that would contribute to the pod over delivering insulin.

Manufacturer narrative:
The product was not returned for evaluation so we are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and paramedic visit. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 113. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that the patient went unconscious due to low blood glucose (bg) levels of 1.4 mmol/l (25.2 mg/dl) while wearing the pod on the back longer than 48 hours. The patient tried treating the low bg levels by decreasing the temp basal on the omnipod personal diabetes manager (pdm) by 50 % (0.37 u/hr) for 30 mins, ate food, drank soda and performed a bolus of 1.2 units but the bg levels did not increase. The patient went unconscious, waking up to paramedics administering her saline/sugar drip.